Event description:
It was reported that the handpiece was reading that its temperature had exceeded the operation range for this device during a surgical procedure. The case was completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the motor and press plug, which were both replaced. Service repaired and returned the device to the customer.